Event description:
The friend of a (B)(6) male patient called zoll customer support to report that the patient's battery charger was not powering up. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery power supply connector pins were unseated, which prevented the battery charger from powering up. The root cause for the unseated pins could not be positively identified but was likely excessive force. No adverse event resulted from the damaged power supply connector. The patient received a replacement battery charger.